Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (monitor resets) is currently being investigated. Upon investigation, the monitor failed incoming functionality testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the monitor.

Event description:
A us distributor returned monitor sn (B)(4) to report that it was resetting.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed upon investigation, the monitor failed a pulse test. The monitor delivered a monophasic pulse during testing. The cause for the monophasic pulse was isolated to the defibrillator pca. Processors u15, u16, u17, and u18 were producing improper output. The root cause for the defective u15, u16, u17, and u18 processors could not be positively identified. No adverse event resulted from the monitor.

Event description:
A us distributor returned monitor sn (B)(4) to report that it was resetting.